Manufacturer narrative:
(B)(4). S/w version = unknown. Retainer ring = black. Customer returned pump for alleged cosmetic damage at the battery tube threads found (B)(6) 2021. Pump received with recurring failed battery alarm at power on. Unable to perform displacement test, active current test, sleep current test and self test due to recurring failed battery alarm. Unable to downloaded history files and traces using thus due to failed battery alarm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Failed battery alarm due to corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads cracked, cracked keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and corroded battery tube. Pump received with recurring failed battery alarm, problem isolated to corroded battery tube. Cosmetic damage confirmed at the battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by the medtronic that insulin pump had cosmetic damage. Customer stated that infusion set and retainer ring does not showed any signs of damage. Troubleshooting was performed. The insulin pump will be returned for analysis.